Manufacturer narrative:
No adverse outcomes were reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reported results with the neumodx sars-cov-2 on the neumodx 96 molecular system was discrepant with another method.

Manufacturer narrative:
No adverse outcomes were reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reported results with the neumodx sars-cov-2 on the neumodx 96 molecular system was discrepant with another method.